Event description:
Customer reported that he was hospitalized. Event was tried to be documented but customer declined. Customer just stated that he had given too much insulin when trying to calculate a bolus. Customer had originally called to report that he just started using the 530g system and he went to the sensor status and he received a change sensor alert and it won't allow him to reconnect sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.